Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation for the returned unit and provided the following info; the unit was received with the six inch transitional teeth worn and needed to be replaced, the shock cushion had moved forward in the handle and was impeding the six inch transitional from going into the handle; the adjustable wrench was broken; the shock cushion was very worn and is impeding the cam rod from being adjusted properly. This unit was mfg and purchased during the last quarter of 1985 and had never been sent in for routine maintenance. The unit should not have been used in the condition it was in. All other components were functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
An adult pt (age unspecified) was positioned and pinned into the mayfield skull clamp for a posterior cervical procedure. The pt had not been repositioned during the procedure; however, the unit began to gradually slide down to the point that it was necessary to adjust the unit three times and tape the unit in place. There was no injury and no delay in the procedure as a result of this event.